Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the customer¿s reported issue. Visual inspection revealed the ventilator¿s side lemo pigtail was missing from unit. Further inspections also revealed that power flex circuit lemo connector jp4 was damaged with burned pins. Carefusion replaced the vent side lemo pigtail and power flex circuit to address the reported issue.

Event description:
It was reported by the customer that the unit was missing the pigtail. While in service, it was discovered that the unit had burnt components. This reported issue was discovered while in service, therefore there was no patient involvement.